Event description:
Patient was revised to address non-union of the distal femur. The doctor felt the failure was due to placement of the plate and patient non-compliance.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information states the patient was revised due to non-union. The surgeon did not believe it was necessarily the hardware that caused the failure, more so the placement of the plate as well as patient non compliance. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.